Event description:
A healthcare professional reported that during surgery, the reflux did not work during the polishing of the capsule and, because of this, a posterior capsule rupture occurred. The handpiece had to be primed for four times to function before surgery. No system message was displayed. Add'l info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 fcr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).